Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer¿s blood glucose level was 112 mg/dl. The customer report that the insulin pump turned off. There was no response from any button. Customer reported that the time clock does not advance. The troubleshooting was performed. The customer was advised to remove battery and reinsert and found that still getting the same. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The product will not be returned for analysis.